Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device, consisting both cannula and harvesting tool was returned to the factory for evaluation. Signs of clinical use with evidence of blood were observed on the harvesting tool. Char & tissue were evident on the jaws of the harvesting tool. Microscopic inspection determined a slight bent on the heater wire on the hot jaw. The heater wire remained attached to the hot jaw. Based on the evaluation of the harvesting tool, the analyzed failure mode "bent wire" is confirmed. No evaluation was performed on the cannula as it was inadvertently discarded. Initial event description reported that the device was observed to be broken right out rom the box. It did not specify what was broken or which part of the device was broken. When the intake was conducted on the returned device, a "bent wire" was observed. By inference, the harvesting tool was the device under complaint, not the cannula. However, after further clarification, the reported failure turned out to be involving the cannula. Additional information states "he said the co2 tubing inside the device wasn't working right where the c arm slide button is." Since the cannula was already discarded, an evaluation cannot be performed on the cannula. The reported failure mode "improper flow or infusion" is therefore not confirmed. Specific actions for the analyzed failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was broken when box was opened. A second vh-3000 was used to complete the procedure. The hospital did not report any patient effects. Additional information: (B)(6), october 23, 2017, "I apologize, the update I put in the system must not have been saved. It was fine out of the box but ¿broke early on during use¿. No harm to the patient. No patient information was provided." Ad 02 nov 2017. Additional information: (B)(6), october 24, 2017, "he said the co2 tubing inside the device wasn't working right where the c arm slide button is. Ad 31 oct 2017.

Manufacturer narrative:
(B)(4). The device, consisting both cannula and harvesting tool was returned to the factory for evaluation. Signs of clinical use with evidence of blood were observed on the harvesting tool. Char & tissue were evident on the jaws of the harvesting tool. Microscopic inspection determined a slight bent on the heater wire on the hot jaw. The heater wire remained attached to the hot jaw. Based on the evaluation of the harvesting tool, the analyzed failure mode "bent wire" is confirmed. No evaluation was performed on the cannula as it was inadvertently discarded. However, after further clarification, the reported failure turned out to be involving the cannula. Since the cannula was discarded, an evaluation cannot be performed, therefore the reported failure mode "improper flow or infusion" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the co2 tubing inside the device wasn't working right where the c arm slide button is. It was fine out of the box but ¿broke early on during use¿. No harm to the patient. No patient information was provided.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was broken when box was opened. A second vh-3000 was used to complete the procedure. The hospital did not report any patient effects.